Event description:
It was reported that the gastric stimulator had not been working since implant.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. (B)(4).